Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's symptoms returned with face flushing and stiffness. The neurosurgeon took an x-ray and found that the catheter was cut at the spinal entry site. The catheter was replaced. It was noted that the patient was "recovering without sequela." The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8709sc, lot# n318959016, serial# implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type catheter. (B)(4).